Event description:
User received a urine creatinine result for one patient urine sample that did not match previous results for this patient. Initial result gave 0.5; repeat gave 0.4 mg per dl. The user determined the tip of probe c was "sheared" off and replaced probe c. A new random urine sample was collected from this same pt and tested giving 293.2 mg per dl. On (B) (6) 2009, after probe replacement, the original urine sample was retested giving a result of 544.8 mg per dl. The result was not reported to the physician and the pt was not treated as a result of the incident. It was determined the incorrect results were due to the damaged probe c. The user confirmed that all results have been fine since the probe was replaced.